Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration of the device") and device breakage ("fracture of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and pelvic pain ("persistent pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, device dislocation, device breakage, menstrual disorder and pelvic pain outcome was unknown. The reporter provided no causality assessment for device breakage, device dislocation, ectopic pregnancy with contraceptive device, menstrual disorder, pelvic pain and uterine perforation with essure. The reporter commented: this case refers to plaintiff's ectopic pregnancy. For an additional pregnancy case with miscarriage refer to case (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("migration of the device") and device breakage ("fracture of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 1. Concomitant products included benzalkonium chloride (pharmatex), nsaids and paracetamol (acetaminophen). On (B)(6)2010, the patient had essure inserted. In january 2010, the patient experienced pelvic pain ("persistent pelvic pain"). In december 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy and hysterectomy, unilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, fallopian tube perforation, device dislocation, device breakage, menstrual disorder, vaginal haemorrhage, depression, anxiety and abdominal pain outcome was unknown and the pelvic pain and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for device breakage, device dislocation, ectopic pregnancy with contraceptive device, menstrual disorder, pelvic pain and uterine perforation with essure. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: this case refers to plaintiff's ectopic pregnancy (first pregnancy episode with essure). For the second pregnancy episode with essure and miscarriage please refer to case (B)(4). Discrepancy noted as per previous follow up: -dec-2012. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Event abdominal pain was added. Event onset date was updated. Reporter information was updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("migration of the device") and device breakage ("fracture of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy), surgery (hysterectomy with unilateral salpingectomy). Essure was removed in (B)(6) 2012. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, fallopian tube perforation, device dislocation, device breakage, menstrual disorder, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain and menorrhagia had resolved. The reporter provided no causality assessment for device breakage, device dislocation, ectopic pregnancy with contraceptive device, menstrual disorder, pelvic pain and uterine perforation with essure. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: this case refers to plaintiff's ectopic pregnancy (first pregnancy episode with essure). For the second pregnancy episode with essure and miscarriage please refer to case (B)(4). Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received: events abnormal vaginal bleeding, menorrhagia, depression, mental anguish, fallopian tube perforation, plaintiff did not undergo essure confirmation test were added. Reporters and events outcome were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.